Event description:
Procedure type: colon resection. According to the rptr: fired the stapler to close enterotomies and cut the excess tissue and opened stapler. The staple line was not formed and enterotomies were open. Then, open a (B)(4) and repeated fire and worked properly. There was unanticipated tissue loss. Add'l info: the staplers were not properly formed. Ta was used to close the common enterotomies so a second firing was required below the failed staple line which potentially reduces the common opening.

Manufacturer narrative:
(B)(4).